Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he's experiencing blood glucose levels greater than 600 mg/dl and no delivery alarms. The customer also stated that he was in the hospital for other reasons, but he did not have a back up plan and did not want the hospital to treat him as the insulin would be too much. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer that the problem appears to be at the insertion site, and that he should change the infusion set as soon as possible. Nothing further was reported.